Event description:
The reporter stated that they did meter to hcp meter comparison tests. Their meter reading was 122 mg/dl, and their doctor's meter (also surestep) read 222 mg/dl. The tests were done back to back, using the same fingerstick. The rptr did not have any symptoms. Control testing was not done due to unavailability supplies. On followup, the rptr stated that they now realize,they did not have the meter coded correctly at the time of the comparison test. They stated that they had no problem with strip insertion, blood application or other testing techniques. No harm was alleged.